Event description:
A surgeon reports a pt complained of streaks of light and ghosting in her vision following unilateral intraocular lens implant surgery. The surgeon stated he was concerned about possible scratches on the lens. A lens exchange has been scheduled for 2007.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.